Event description:
The pt called lfs alleging that their one touch ultrasmart meter "ok" button would not operate. The issue started in 2004. The ok button allows the user to accept entries and move to the next display. The following month, they obtained a 395 mg/dl on their meter, while feeling sweaty thirsty, and having a cotton-mouth sensation. The pt contacted a medial professional for advice. They visited their physician's office and a result of 280 mg/dl was obtained on their meter. No treatment was administered. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The pt was able to test their blood glucose level throughout the time of concern. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.